Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated two times at 10atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications and patient's condition was good post procedure.